Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument would not fully clip/clamp onto the tissue. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis. The instrument was analyzed and was found with one grip bent. The damage was found at the clip groove. As a result, the clip could not be properly released from the grips. Components adjacent to this severely bent grip do not show damage.

Manufacturer narrative:
Please refer to the following corrected information: d4. Primary prod-UDI no.

Event description:
Refer to h10/h11 for follow-up information.